Manufacturer narrative:
(B)(4). Date sent: 8/28/2020. Investigation summary: the analysis results found that er320 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have a tear in the tyvek and the tear was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. It should be noted that all ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy, a violation was identified on the product packaging via a tear that indicates contamination. There were no patient consequences reported. No additional information is available at this time.